Manufacturer narrative:
(B)(4). Follow up it was reported there were marks of moisture on the collective cartons, intermediate cartons and direct packaging of needles. There was also crumpled intermediate cartons and needle packs. To aid in the investigation, fifteen photos were received for evaluation by our quality team. The photos show packaging shelf boxes that are damaged an appear wet, and packaging blisters with droplets of humidity. No other defects or imperfections were observed. This defect could occur during the transportation or storage of the product. The conditions of the packaging shown in the photos are not representative of how the product leaves the manufacturing site. A device history record review was completed for provided material number 305211, lot 4262442. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Description/event details: we would like to make a complaint concerning the last delivery of sterile needles with filter to prespack sp. Z o.o. You can find the summary information below, while the details are in the rd/01/2025 notification attached. Please also read the attachments to the application. - bd catalog number: 305211 - bd batch number: 4262442 - marks of moisture on the collective cartons, intermediate cartons and direct packaging of needles; - crumpled intermediate cartons and needle packs;

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.